Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the flow stopped after a period of unspecified time. The tubing was examined for no air bubbles after fill. The flow restrictor was taped to the patient's skin. Position of restrictor and bladder were at a same level. There was patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed. No flow condition not confirmed. Visual examination of the unit showed no signs of blockage that could have caused the reported condition. Device's luer cap was removed, and flow was readily observed at the luer. Additional: the batch review information was inadvertently omitted in the initial medwatch report. A batch review has been performed and there were no exceptions noted during the manufacturing of this device.